Event description:
It was reported that the customer was admitted to the emergency room for hypoglycemia, with a blood glucose reading of 31 mg/dl. The customer refused to troubleshoot the insulin pump due to not feeling well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.